Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional point of contact: (B)(4). The field service engineer reported that the machine displayed an ¿autofill failure¿ alarm, with no harm to personnel onsite. The affected machine is a cs 300 clamshell (english). Upon attending the call on 30/08/2024, the technician inspected the machine and discovered that blood had entered and contaminated several internal components, including the safety disk, crm, blood detecting tube, purge assembly, reservoir, and associated tubing. To restore functionality and ensure safety, all contaminated parts must be replaced. The technician confirmed that a quotation for the required parts will be submitted as soon as possible. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. Subsequently, blood was detected and entered the device. The blood reached multiple internal components, including the safety disk, crm, blood detection tube, purge assembly, and reservoir. No blood detected. No harm reported.

Manufacturer narrative:
This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable. A supplemental report will be submitted upon completion of our investigation.